Event description:
It was reported to philips that there was a malfunction of the control panel. The device was in clinical use at the time of the reported event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the emergency coronary angiography and pci surgery, which was subsequently cancelled and relocated for a dopamine injection. The patient's condition improved, leading to their discharge from the hospital. The customer informed philips of a power supply problem with the system, which was resolved by third-party engineer. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the system was not in warranty. To date, there have been no further reports of this issue. The issue has been resolved by the third-party engineer and system is in good working order. The codes were updated based on the investigation outcome. The reporting institution name, reporting address line 1 and the reporting address city have been updated.